Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose episode after noting both low and high readings the same day while using an ilet system integrated with a dexcom g7 cgm, and the patient believed the pump delivered more correction insulin than needed due to cgm inaccuracy; the lowest cgm value was 46 mg/dl with a glucometer confirmation of 60 mg/dl, the patient treated with oral carbohydrates (milk and energy gummies) and briefly paused insulin before being advised that the pump suspends dosing when cgm is below 80 mg/dl. Symptoms included hypoglycemia. Outcomes included use of medication/ingested carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no findings available and no device component specifically implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.